Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent a revision surgery due to the stem neck and the metal head dislocating.